Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was determined to be patient condition related to the patient¿s anatomy.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during attempted insertion of an impella 5.5 via the axillary artery, implantation was unsuccessful due to the patient¿s anatomy. At the time of the attempted insertion, the patient was reported to be supported by extracorporeal membrane oxygenation (ECMO). The impella implantation was aborted, and a weaning trial of ECMO was performed. The patient was reported to have been successfully weaned from ECMO without impella support. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.